Event description:
Customer alleged that they test cidex opa only once a day. The asp customer care center (ccc) associate clarified the instruction for use (IFU) with the customer. No further follow-up could be made because the customer contact info was not provided.